Event description:
During a standard treatment an electrical dental handpiece got hot and burned the pt on the cheek to the size of about 1x1cm. The pt was given some chlorhexidine rinse and was healed up completely at the f/u visit.

Manufacturer narrative:
During a standard treatment an electrical dental handpiece got hot and burned the pt on the cheek to the size of about 1x1cm. The pt was given some chlorhexidine rinse and was healed up completely at the f/u visit. The analysis did not show that the bearings have been gritty, the chuck slipped and that the handpiece had a medium debris level. This caused the head to heat up. The handpiece was never sent in for check/repair since purchase in (B)(6) 2006. The user instruction explains that a handpiece mustn't be used if the bearings are running gritty. Reported due to the 2 yr presumption rule. (B)(4). Kavo dental (B)(4) (the MFR) is submitting the report on behalf of (B)(4).